Manufacturer narrative:
There is no known patient involvement. Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Through follow-up communication with the customer, livanova (B)(4) learned that to date, there have been several patients tested but the hospital is not aware of any patient impact related to this issue. The customer reported that the issue was filed out of an abundance of caution due to the potential for impact. The customer has stated that they have continued and will continue to perform surgery but have taken mitigation steps, including moving the device outside the operation room during use. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova deutschland has initiated a CAPA project to investigate this type of issue. Device not returned.

Event description:
On june 28, 2017, livanova (B)(4) received a user medwatch report (mw5070419) stating that a heater-cooler system 3t tested positive for acid fast bacilli on (B)(6) 2017, which was later identified to be mycobacterium chimaera on (B)(6)2017. There is no known patient involvement.